Event description:
It is reported that the humerus was reamed to 12mm by hand. When the 12mm trial was inserted it was too loose for the canal. The surgeon then tried to implant the 12mm stem and it to was too loose for the canal. The humerus was then reamed to 13mm and a 13mm stem was implanted without further incident.

Manufacturer narrative:
This report will be amended when our investigation is complete.